Event description:
The pt underwent a renal artery percutaneous transluminal angioplasty. During the procedure the pt was heparinized and treated for hypertension. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The closure went without incident and the groin was dry when the pt was returned to his room. Upon returning to his room, the pt's blood pressure dropped. He was bolused with intravenous fluids and blood pressure stabalized at 170/50. By 2.5 hrs after the pvs closure, the pt was found unresponsive and apparently in respiratory arrest. He was intubated and resuscitated. By 4.5 hours following closure the pt's hemoglobin had dropped to 3g/dl (normal 13.6-17.5). The pt was transfused and taken for emergency surgery.the pt underwent primary closure of the arteriotomy as well as a laceration of the side branch of the artery. The surgeon noted that the artery had been entered above the inguinal ligament. The pt recovered fully following surgery and was discharged to home. The device was discarded by the hospital following the initial pvs and was not available for evaluation. However,pvs closure is not indicated for puncture sites above the inguinal ligament, nor is it indicated to close lacerations. Reports from the field do not indicate that there was any malfunction of the device.